Event description:
(B)(4). A brief history...if there is such a thing. I had my last baby (B)(6) 2014 at age (B)(6) and I breastfed her for the following 14 months. I had essure put in that following (B)(6) 2014. The procedure was far more painful than the pamphlet said it would be. Lots of cramping and bleeding for a couple of weeks following that. In (B)(6) 2015 I had the uterine dye test to confirm my tubes were blocked. And they are. I also had the worst period of my life at the end of (B)(6) that year or early (B)(6) 2015. Very serious bleeding. I'm an emt and I knew that our local hospitals wouldn't do much if anything to help me. So...I obviously lived through the ordeal. Following that particular bleeding event, I continued to have regular periods (heavy...always had heavy periods) at normal intervals, every 28-31 days. Then in (B)(6) this 2016, I saw my dr. After about 45 days without a period because it was abnormal for me and I was having pelvic pain I had an ultrasound at that appointment. I went on progesterone to help start a period and it started on (B)(6), 62 days into my cycle. My period was normal for me. My next period started 99 days later on (B)(6) 2016. The bleeding and or spotting has continued for now 21 days. I seem to spot and then bleed at intervals throughout the day. I have almost constant nagging pelvic pain throughout the day with intervals of cramping each day that shuts me down for an hour or two. I'm tired!!!!! I have headaches daily and sometimes migraines for 4 or more days.